Event description:
It was reported that externalized conductors between the rv and svc coils were seen via fluoroscopy. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer and maude report (B)(4).